Event description:
Pt called to report she was notified that her shoulder implant had been recalled. Pt stated ever since implantation, she has had severe pain in her shoulder. Pt said the pain was so bad, it led to her losing her job, home, and family. She stated that it caused her a lot of anxiety, fear, and frustration. Pt would like the device removed but is having a hard time finding a dr. Pt said she will call back with more detailed device info.